Event description:
It was reported that the indirect decompression (ID) spacer screw broke during an implant procedure. A new spacer was used to complete the procedure.

Event description:
It was reported that the indirect decompression (ID) spacer screw broke during an implant procedure. A new spacer was used to complete the procedure.

Manufacturer narrative:
The returned spacer was analyzed and a visual inspection revealed that the spindle cap was completely sheared off from the implant body and actuator shaft. In addition, the spindle was found to be outside of the main body, as well as biomaterial on the main body of the spacer. The damage sustained to the spacer is believed to have occurred during surgery. The detachment of the spindle cap was due to excessive force. The damage to the spacer indicates failure was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter. The damage to the spacer was sufficient to prevent functional testing.